Event description:
Revision surgery is reportedly under consideration despite device testing within normal limits. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will not be explanted at this time. The recipient continues to use the device and is not experiencing performance concerns. The recipient will be monitored. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.